Manufacturer narrative:
The product has been returned for evaluation; however, the evaluation has not yet been completed. Upon the completion of the product evaluation a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformance's were found. No previous related record of servicing. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product was hemosphere monitor was returned for evaluation. The reported issue was not confirmed. A functional test was performed. During the evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device passed all functional tests per doc-0022540. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Central venous pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product has been returned for evaluation; however, the evaluation has not yet been completed. Upon the completion of the product evaluation a supplemental report will be sent with the investigation results, along with the device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while using this hemosphere monitor, the analog input value of the cvp on the patient monitor was 13mmhg, while it was 8mmhg on the hemosphere monitor. This issue occurred during it's first use. The analog input port 1 was being used. The nihon koden patient monitor was used in this case, but the model number is unknown. Calibration was not performed on the hemosphere monitor. The hemosphere monitor was replaced by a vigileo monitor and the problem was solved. The following day, another hemosphere monitor was used at the hospital and it was confirmed that the value of cvp was correct. The patient was not treated based on the incorrect value. The patient's demographics information was requested but unavailable. There is no allegation of patient injury.